Event description:
It was reported via repair work order that the head end side rail controls did not function due to a faulty power control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.